Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom " ' sys error 105' alarms", determined to be caused by a failed motor (flex). The failed motor assembly, motor gears, and bearings were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "sys error 105". It was also reported that there was no pt involvement.